Event description:
It was reported that the insulin pump was slow at start up, drains battery quick and had a crack by the display. Advised customer the insulin pump is longer in warranty and advised we can send loaner insulin pump if hospital cannot deliver insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.